Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged into the ascending aorta while still attached to the delivery catheter system (dcs). The valve was implanted in the ascending aorta, and a second transcatheter bioprosthetic valve was implanted. The second valve was determined to be too deep. During an attempt to move the second valve into higher position, the valve also dislodged and was left in the ascending aorta. A third transcatheter bioprosthetic valve was successfully implanted in the intended position. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient weight was requested but unable to be obtained. The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.